Manufacturer narrative:
Zimvie received one (1) 1991-lz, (impl twist mp-1 3.75 mm 1 5 mm) for evaluation. Visual evaluation of the as returned devices identified the implant and bundle mount with signs of use, apparent dried blood attached to the implant's external threads. During a functional / physical test the implant and mount wouldn¿t disengage. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 2021051359. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2021051359 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿does not disengage/release¿ . The customer did submit one (1) image for the reported event. Further review of the customer's image identified the implant and mount were consistent with the complaint description. Based on the investigation and risk management file review as per rmf rm-002z1 rev. 6, the most likely root causes determined from the investigation are incorrect techniques used customer error, excessive torque applied. Therefore, based on the available information, and functional testing a device malfunction did occur. The reported event/coob was non-verifiable since the condition of the product/packaging received by the customer was unknown / non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. D9: device availability. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). G4: additional PMA/510(k) number k943604.

Event description:
It was reported that the mount won't come off. After implantation, the mount could not be removed and it had to be removed. It was replaced with another identical implant. Tooth site # 11.